Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia procedure with a thermocool® smart touch® sf uni-directional navigation catheter and foreign material and a broken tip were discovered. While going through the transseptal sheath, the smarttouch catheter met resistance. When the catheter was removed there was a foreign object attached to the tip. It also looked like the tip had been ruptured. Lastly, there was blood in the catheter tip itself. The catheter had to be replaced to resolve the issue. Once the catheter was exchanged, the procedure continued and was completed with no patient consequence. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Resistance with sheath is not MDR reportable because interference or friction between devices is a known occurrence. If resistance is encountered, the system may be withdrawn as a unit. This is a common practice during procedures. Since the vast majority of ep procedures utilize multiple device exchanges, an increased potential for patient injury is remote. In addition, the blood found at the tip of the catheter is also not MDR reportable, because this does not pose any risk to the patient. However, foreign material is MDR reportable because if foreign material is found adhered to the catheter within the usable length, during or after the procedure, then this poses a potential risk to the patient. Furthermore, a broken catheter tip is also MDR reportable because if the catheter integrity is not maintained, there is also a potential risk to the patient.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 1/16/2018. It was reported that a patient underwent an idiopathic ventricular tachycardia procedure with a thermocool® smart touch® sf uni-directional navigation catheter and foreign material and a broken tip were discovered. The catheter was visually inspected and whitish material was found under ring #2 and sharp edges were observed, also, reddish material was found under the pebax. Per the condition observed, the catheter outer diameter was measured and it was found within specifications. Per the foreign material observed, a fourier transform infrared spectroscopy test (ftir) was performed and the results showed that the foreign material is presumably composed of polyethylene with barium sulfate, this composite material is widely used as radio pacifier along medical device industries. Additionally, per the damage observed a scanning electron microscope (sem) testing was performed and the results showed evidence of a hole, stress marks and mechanical damage on the surface of the pebax. It is possible that the damage was generated with an unknown object. No other anomalies were observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint was confirmed. The instructions for use states that excessive force must not be applied to advance or withdraw the catheter through the guiding sheath when resistance is encountered. Based on available analysis finding results, the failure mode does not appear to be caused by any internal bwi processes, it could be related to the procedure. The hole in the pebax finding is MDR reportable due to the break in catheter integrity. (B)(4).

Manufacturer narrative:
Additional information was received on october 17, 2017. The blood seen was inside of the pebax section of the catheter. A (B)(6) 8fr sheath was used during the procedure. Per the biosense webster instructions for use for this catheter, as a contraindication it says: ¿do not use this catheter with a long sheath or short introducer < 8.5 f in order to avoid damage to the catheter shaft.¿ manufacturer's reference number: (B)(4).